Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was given antibiotics for an infection at the sub sternal notch and then a debridement procedure was performed in an attempt to clear up the infection. However the infection persisted and the wound never healed even after consistent antibiotic administration, so an explant procedure occurred. During the procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted. It was noted that the patient's wife stated the patient is very active and is always perspiring, which may have contributed to this issue. No additional adverse patient effects were reported.